Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.

Event description:
The patient's mother contacted lifesan and reported that her son's one touch ultra meter had missing segments on the display. The patient's mother alleged that her son was not able to read the numbers on the display and therefore was taking a lower dose of insulin. However, it is unknown as to how long the patient was having this issue, with the meter and was not able to test his blood glucose. His diabetes medication regimen is also not provided. It is unknown if he had experienced any symptoms at the time of concern. The patient's mother further reported that a physician friend checked the patient's blood glucose level on a different one touch ultra meter with a result of 486 mg/dl. He was given insulin by the physician friend. It is unknown if the patient had attempted to test at the same time on the subject meter. There is an indication that the product has malfunctioned since the missing segments issue was not resolved. Although the patient had a high result on a different meter, there is insufficient information to conclude that the product caused/contributed to the event. Therefore, this case is reported as a meter malfunction. A replacement meter was sent to the patient.